Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring telemetry patients, all patients went offline. A spacelabs technical support representative walked the user through performing a restart of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.